Event description:
A nurse reported that a system message was displayed during a vitrectomy. A competitor's laser probe was prepared in the surgery mode laser. Then, the system switched back to vitrectomy core and crashed displaying a system message. The system was restarted and the surgery was completed.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
.